Event description:
It was reported that during an atrial flutter ablation procedure the patient developed cardiac tamponade. The physician mentioned a steam pop occurred. Several minutes later the patient's blood pressure dropped and cardiac tamponade was confirmed. The catheter was removed and proceeded by emergency procedure. The patient underwent a cardiac surgery and was apparently fine after a right atrial patch to close cardiac hole. At present, no other information is available.

Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that during an atrial flutter ablation procedure the patient developed cardiac tamponade. The physician mentioned a steam pop occurred. Several minutes later the patient's blood pressure dropped and cardiac tamponade was confirmed. The catheter was removed and proceeded by emergency procedure. The patient underwent a cardiac surgery and was apparently fine after a right atrial patch to close cardiac hole. The physician informed that the carto 3 system was not a cause of the tamponade. No repair was required for any bwi systems used during the procedure. DHR review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
In reviewing the ablation data the impedance rose at the end of ablation when the "pop" occurred; temp 43c, power was at 40w. No malfunction from the generator was noted. Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant bwi product used during the procedure: smart touch bidirectional catheter (device not marketed in USA): model #: d-1260-04-s, lot #.: unknown. (Device was discarded by the customer/ not returned for investigation). (B)(4).